Manufacturer narrative:
A review of manufacturing paperwork has been conducted. H6: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: in 2006 a gore excluder aaa endoprosthesis trunk-ipsilateral leg component (pxt281414/lot # 04754449), two gore excluder aaa endoprosthesis iliac extender components (pxl161407/lot#04526770 and pxl161407/lot#04626764and a gore excluder aaa endoprosthesis aortic extender component. (Pxa280300/lot# 04720862 were implanted.

Event description:
In 2006, a gore excluder aaa endoprosthesis trunk-ipsilateral leg component, two gore excluder aaa endoprosthesis iliac extender components, and a gore excluder aaa endoprosthesis aortic extender component were implanted to repair an infrarenal abdominal aortic aneurysm. Postoperatively, the pt presented with a proximal and distal type I endoleak. There was also a slight increase in the size of the aneurysmal sac.